Event description:
Further follow-up revealed that the patient under vns therapy system explant. Both the pulse generator and bipolar lead were explanted. Physician indicated that the infection has been resolved. Re-implant is planned, but not yet scheduled.

Event description:
Further follow-up revealed that the pt is scheduled for vns therapy system explant. Both the pulse generator and bipolar lead will be explanted due to infection. Re-implant is planned in a few months following explant surgery.

Event description:
Reporter indicated that vns pt has experienced repeated infections at both the bipolar lead/cervical and pulse generator/pocket areas. Treating surgeon believes that the pt's body may be rejecting the vns therapy system. The pt had redness and swelling at generator site and has been treated with antibiotics for several weeks. Additionally, attempts to cauterize the site have been unsuccessful in resolving the infections. The pt had also complained of pain at the generator site. The pt was using the magent to turn the generator off, despite the good efficacy with their seizure control. Surgeon plans to perform exploratory surgery to look for inflammation from possible allergic reaction to compounds in the generator or lead and to perform add'l cultures at the generator site. It was further reported that the lead will likely be removed as it has extruded through the skin. Both pre-operative and intraoperative antibiotics were utilized at the time of initial implant surgery. Additionally, a course of post-operative antibiotics were prescribed. A ncp system tunneling tool was used for the implant procedure as a single-use-only device. The pt had not undergone any surgical or dental procedures or invasive monitoring either three months before or after vns implant surgery and is not implanted with any other devices. Report is incomplete becuase pt registration documentation was not returned ot the MFR by the implanting facility. A phone call was made to the facility and they were unable to provide device info (model and serial numbers).